Event description:
It was reported through litigation process that approximately one year and seven months after port placement, for long term venous access, the catheter allegedly fractured. It was further reported that, while removing the fractured catheter, 2cm of the detached part migrated to the chest wall of the patient. Currently, the migrated part is still not removed from the patient, considering the increased risk factors.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported catheter fracture, migration and injury issue as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.